Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the articles are blocked together. The blocked devices were removed together with the responsible product manager, the manager was able to separate the blade from the impactor. Functional testing showed that all devices are functional as required. Based on the provided complaint description the investigation was not able to determine the exact cause of this occurrence. The complaint condition is likely the result of either wrong direction of rotation of the left-hand threaded mechanism or the use of the key 356.823 caused the blocking of the devices. In this relation we would like to point out this key should be only used for the removal of the blade. The impactor 356.823 is an old version and should be replaced with the article 03.010.410. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon introduced the impactor with the proximal femoral nail antirotation (pfna) blade on it for placement however when he tried to remove it the hardware jammed. The surgeon removed the impactor with the drill sleeve and blade attached as one piece. This event resulted in a two hour delay in surgery. Patient outcome was reported to be ¿okay¿. The problem was resolved by using a plier wrench, striking forward and back until the blade released, the surgeon was then able to place another with the instrumental extraction. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. PMA/ 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.